Manufacturer narrative:
Device evaluation indicated that the complaint has been confirmed. Electrode # 26 was dislodged and it was not returned. The distal end of the #26 cable was frayed. It appears that the weld joint failed due to tensile loading and no obvious cable or weld defect were observed. Electrode # 2 was slightly dislodged from the electrode array on the proximal edge of the electrode. Because of the #2 electrode appearing to be partially dislodged from the proximal end, it seemed like the most likely cause of failure was that the proximal ends of the #26 and #2 electrodes got caught on something during implantation, possibly with the paddle head undergoing significant bending/buckling at the location of these two electrodes thereby exposing their proximal edges and then a high tensile load was applied in an attempt to retract the paddle head.

Event description:
A report was received that during the patient's scs permanent implant procedure. X-ray revealed a contact had fallen from the lead into the epidural space. The lead with one missing contact was replaced. The physician left the contact in the patient's epidural space and reported that it was safe and it would just scar down. The patient was doing well postoperatively.